Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to bleeding.

Event description:
On (B)(6) 2018, the patient underwent revision of a previous open surgical abdominal aortic aneurysm (aaa) repair. It was reported the proximal aortic neck was pseudoaneurysmal, so the plan was to implant four gore® viabahn® vbx balloon expandable endoprostheses and four gore® excluder® aaa endoprostheses to complete a ¿snorkel¿ procedure in order to exclude the pseudoaneurysmal area. It was reported the following devices were deployed and implanted in the following order: an aortic extender component was implanted proximal the celiac artery; gore® viabahn® vbx devices were implanted in the celiac and superior mesenteric artery; an aortic extender component was implanted distal to the first aortic extender component; and gore® viabahn® vbx devices were implanted in both renal arteries. It was reported that after the first step of deployment was performed for a trunk-ipsilateral leg component, blood leakage from the transparent knob of the delivery system was noted. It was reported the catheter handle leakage resulted in a hurried deployment of the trunk. According to the report, the exact source of the blood loss within the catheter handle is unknown. The patient reportedly lost less than 20 cc of blood and did not require a transfusion. The patient tolerated the procedure with no further adverse events. Additional patient information has been requested.

Manufacturer narrative:
Multiple attempts were made to obtain the patient's weight, but no additional information was provided.